Event description:
It was reported that the device alarmed for overtemp shortly after running. The event occurred during start-up.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint that the device was overtemp shortly after running. Service history was reviewed and there was no relevant service history found within review period. The reported issue was able to be replicated through alarm checks. After letting the unit run for a short period, the overtemp alarm was activated, even though the circulating water temperature was not within calibration. The probable cause of the issue was that the unit was out of calibration. The issue was resolved by calibrating the unit.